Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient presented with right chronic syndesmotic instability. The syndesmotic screw was broken. There was no displacement/widening of ma positioning seen on the syndesmotic screw. It is reported that the patient had post traumatic arthritis and pre-existing syndesmotic dysfunction and widening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. A definite root cause cannot be determined with the information provided.